Manufacturer narrative:
As the device involved in the complaint has not been returned a device analysis could not be performed. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient potentially had an infection at the ipg pocket site as there was fluid collecting around it. Although there were no other symptoms and it was assessed that it may not have been an infection, the patient underwent a revision procedure where the ipg was replaced. Patient was given unspecified antibiotics and is doing well post operatively. Cultures were taken, but results have not been provided. The cause of the potential infection is unknown, but it was stated that it is not device related.